Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2024, the patient experienced a left dislocation of the or3o dual mobility liner 40/52 after moving to lateral side on bed. This adverse event was solved by a medical intervention on (B)(6) 2025, in which captain morgan technique was performed. Current patient's health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation. The clinical/medical investigation concluded that, the dislocation event appears to have been influenced by multiple factors, including the patient's history of revision surgery, prior dislocation, and underlying comorbidities. The incident required hospitalization and was managed through closed reduction, with the outcome documented as ¿recovered/resolved.¿ while the event was initially assessed as possibly related to the study device and procedure, subsequent documentation indicated it was unrelated. The current status of the patient is not available. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history of the previous 12 months revealed a similar event for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.